Manufacturer narrative:
The implanted date supplied on the initial medical device report was incorrect; date is unknown. The reason for this revision surgery was an infection. The in length of in-vivo service is unknown; as the date of the original surgery is unknown. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. Attempts were made to obtain the lot numbers of the devices that were removed; however, this information was not available. Without this information, this investigation is limited in scope. If additional information can be provided at a later time, this investigation shall be re-evaluated. The root cause for the infection was not reported. There are multiple factors that may contribute to an infection, with the limited information provided about the patient and the device removed during the revision surgery, it is impossible to determine the source of the infection. Containment based on the information submitted with this complaint it is not possible as the agent was unable to supply the lot numbers.

Event description:
Revision surgery - due to the patient having a postoperative infection, the surgeon went in and replaced the bearing and condyle only on the discovery elbow. The surgeon also washed out the patient's elbow.